Event description:
A malfunction alarm occurred with the customer's pump, causing the blood glucose level to reach 29 mmol/l, which exceeded 500 mg/dl. No assistance from a third party was required, and trace ketones were present without them being identified as dangerous. The customer was able to address the high blood glucose level with a correction injection via multiple daily injections. Technical support resolved the issue by deciding to replace the pump and provided the customer with instructions for returning the problematic device, ensuring the continuation of insulin therapy using backup therapy.